Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) fell out of blood vessel during the procedure. Therefore, the physician could not deploy the sealant and hemostasis was achieved with manual compression. There was no reported patient injury. After inflation of the balloon with saline, the physician did not feel the tactile resistance and the mynxgrip device was withdrew. The sales rep thinks that the main reason is that there was a user mistake and the possible reason was airs in the balloon did not entirely came out during preparation. Therefore, the sales rep advised the users to remove the air by injecting saline. The device will be returned for evaluation.

Manufacturer narrative:
This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
The balloon of a 5f mynxgrip vascular closure device (vcd) fell out of blood vessel during the procedure. There was no reported patient injury. After inflation of the balloon with saline, the physician did not feel the tactile resistance and the mynxgrip device was withdrawn. The sales representative thinks that the main reason was that there was a user mistake and air in the balloon did not entirely come out during preparation. The sales representative advised the user to remove the air by injecting saline. The physician could not deploy the sealant, and hemostasis was achieved with manual compression. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was disengaged from the black handle. The sealant was located next to the balloon and the advancer tube was engaged to the tamp lock. No anomalies were observed. Per functional analysis, leak testing was performed on the balloon of the returned device and no leak was observed. Subsequently, it was revealed that there was no saline in the balloon of the returned device. Vacuum was drawn from the balloon, then the balloon was inflated with water. Pressure was maintained with proper functioning of the inflation indicator. The inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, no saline in the balloon of the returned device was found which indicates that the balloon may have not been purged of air during the preparation phase. A product history record (phr) review of lot f1917703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed during analysis of the retuned device. The exact cause of the reported event could not be conclusively determined. Based on the information provided, the condition of the returned device and the investigation performed, the cause of the balloon pull through may have been caused by incorrect preparation of the balloon. According to the product instruction for use, which is not intended as a mitigation of risk, users are instructed to purge the device of air by drawing the vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback, can cause the balloon to partially collapse as air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.